Event description:
The hospital reports that upon recall of the patch, the patient and her physician decided that the patch should be explored for removal. This procedure has required treatment to date (unspecified) and will require surgery in 2008.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.